Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, mid left superficial femoral artery. An armada 35 balloon catheter was used for dilatation followed by advancement of the 5.0x150x135 cm absolute pro stent delivery system to the lesion. After trying to deploy the stent approximately 10 times using the thumbwheel, the stent partially deployed; however, was able to be removed from the anatomy without issue. The procedure was completed with another absolute pro stent delivery system successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.